Event description:
It was reported during testing at the user facility that the system 6 charger was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported event was not duplicated and no other failures were detected during the device evaluation. Routine preventative maintenance was performed and the device was returned to the user facility.

Event description:
It was reported during testing at the user facility that the batteries were overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported during testing at the user facility that the batteries were overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Device and event info were updated to clarify the device. Concomitant products was updated to include the system 6 chargers.